Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 3 of 4 of pd treatment. The registered nurse (rn) reported receiving multiple m83 pump a vs b volume error alarms during fill 3 of 4. It is unknown at which point in therapy the leak began. The source of the leak is unknown, however, fluid was observed on the exterior of the cassette. Due to the fluid found within the cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information, however, to date a response was not received.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the pump molded clamp and on the safety clamp. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, balloon valve actuation test, teach pump test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover under the pump and on the grommets behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 3 of 4 of pd treatment. The registered nurse (rn) reported receiving multiple m83 pump a vs b volume error alarms during fill 3 of 4. It is unknown at which point in therapy the leak began. The source of the leak is unknown, however, fluid was observed on the exterior of the cassette. Due to the fluid found within the cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information, however, to date a response was not received.